Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Mark two manufactured the 12 mm reamer head (ria), part number (p/n) 352.250s, lot # 6851865. The supplier¿s certificate of compliance, dated june 26, 2012, indicated the lot conformed to specifications and the reamer head was manufactured to drawing number 352.250, revision e. The lot was inspected and conformed to the synthes inspection sheet # (B)(4) , revision f. There were no non-conformance or complaint-related issues with this lot. 102 parts were released to the warehouse on july 06, 2012.

Event description:
Device report form synthes (B)(6) reports an event in (B)(6) as follows: it was reported that in (B)(6) 2013 a patient had an open fracture of tibia and a bone defect about 60cm and up due to an accident. The doctor performed an external skeletal fixation and used cement as primary fixation. On (B)(6) 2013, after the soft tissue was stabilized, the doctor harvested the autogenous bone from the femur by ria (reamer-irrigation-aspirator) and replants it to lost part of tibia. He then performed an external skeletal fixation and a plate as second stage fixation. On (B)(6) 2013, the patient stood up to use a shower, and then had a screw driver fracture of the femur that was harvested the autogenous bone. On (B)(6) 2013, the doctor fixed with a nail for screw driver fracture of femur. It is a plan to the follow-up for a while. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.